Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Customer's blood glucose was 600 mg/dl which was addressed with a manual injection.